Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # p9457a. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 11 conforming clips and 1 partially formed clip was fed due to an anti-backup failure; in addition, the lockout mechanism was found to be non-functional. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found damaged causing the anti-backup and lockout failures. No conclusion could be reached as to what may have caused this condition. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
The ligamax got blocked and the tackers could not get our anymore. There were no patient consequences.